Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the craniotome device was bent. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition that the device was bent was confirmed. An assessment was performed and it was observed that the laser etching on the device was worn off, and the tip of the device was drilled into and bent. It was further determined that the device failed pretest for visual assessment. It was determined that the cause of the worn laser etching was due to normal wear over time, due to the sterilization process. It was further determined that the drilled / bent tip was due to excessive side load when using the device causing the tip to be drilled and bent. The assignable root cause was determined to be component damage caused by user error. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.